Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed that the time and date changed by itself. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was used to address the bg level. Tandem clinical diabetes specialist checked the customer's pump and there did not appear to be any issues with the pump.